Event description:
It was reported by service report that the communication cable cannot be plugged in. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Communication cable.